Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port is damaged and that the battery is depleting. Customer declined follow up at this time and further information was unable to be obtained. There was no reported adverse impact to the customer's blood glucose level.